Event description:
It was reported during and after the patient's implant procedure, the atrial lead exhibited low sensing. Noise was noted on the atrial channel in unipolar configuration. The physician reprogrammed the sensitivity; however, intermittent undersensing persisted. The patient's condition was reportedly good.

Manufacturer narrative:
(B)(4).